Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for non-malignant pain. The patient reported that their controller screen displays a ¿settings not available¿ message. They stated that they shut off and reset the controller, but the message would not go away. The patient mentioned that they have very low settings and should be able to increase past 2.2 ma. They believe there is an issue with the controller. The patient added that they have not had any falls or trauma. They mentioned that they only have 1 group with 4 programs, and on each program, they are seeing the ¿settings not available¿ message when they try and increase stimulation. The patient was redirected to follow-up with their healthcare provider. Additional information received from a manufacturing representative indicated that they would take care of the issue. No further complications were reported or anticipated. Additional information was received from the manufacture representative (rep) on 2019-may-06. There was a settings not available on the patient¿s controller and an out of regulation (oor) on the tablet. The patient was getting the oor on the controller when unlocking or trying to increase parameters. They tried but couldn't increase the amplitude on programs 3 or 4. A1 using electrodes 0 and 1 showed 4.9 ma at 290 microseconds and 10 hertz and a3 using electrodes 8 and 9 showed 1.0 ma at 60 microseconds and 10 hertz. The rep ran impedances during the session prior to calling technical services and 15 was unusable at 4000 ohms and 2 and 3 were marked orange. The tablet showed that reference 0 and 1 was at 860 ohms, 2 was at 4310 ohms, 3 was at 12950 ohms, and 4 was at 1190 ohms. Technical services had the rep drop the intensity of a1 to 3.5 ma and then try to increase p1 to 4.3 ma with the controller, then use the controller to increase a3 and a4. The patient was able to increase intensities. The patient was able to successfully increase the amplitudes when the ins was not in oor. The patient would continue to use stimulation. It was unknown when the oor began. However, the patient noted previously calling about the issue and was referred to a healthcare professional (hcp) so the event date was previously documented. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the cause of the high impedances was not determined. They mentioned that the patient¿s weight at the time of the event was not disclosed.